Manufacturer narrative:
The company representative replaced the video receiver board (part number 0670-00-0736), cable display to video receiver board (part number 0012-00-1429) and the coiled cable (part number 0012-00-1422). The iabp was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a routine check of the iabp, the monitor display would intermittently shut off. No patient was involved.